Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient dropped their controller in a bucket of water, it was submerged in water and water was inside it, it stopped working, and it would not turn on. Additional information was received a day later. The patient dried the controller out with a fan and the controller came back on and the patient was able to adjust settings from 1.8 to 2.4. The patient was concerned with feeling stimulation in their buttocks area instead of vaginal and wondered if increasing stimulation had anything to with not having as many voids. It was reviewed with the patient that the bicycle area flutter was still being met, so the patient was advised to stay there if they were comfortable with the stimulation setting and not in any pain. The patient was advised to speak with their doctor about the voiding concerns. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.